Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to be dull. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: it could not be confirmed whether the reported missing material or damage occurred inside or outside the patient, as the instrument was used during the procedure, but no issues were noted by the surgical team. It is unknown whether any fragments fell into the patient or if any actions were taken, as no such events were reported. The patient has not returned to the hospital for any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the base of the blades. One of the blades was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The instrument exhibits scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 8.16mm x 2.17mm. There was material missing; the detached fragments were not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.